Event description:
Additional information was obtained. A revision procedure was performed. When the pocket was opened, no obvious header/connection issue was noted and no issues were encountered loosing the set screws. The atrial lead was disconnected and tested with the pacing system analyzer. Measurements obtained were within normal limits. A device was made to replace the atrial lead. The lead was surgically abandoned and replaced. In addition, a decision was made to electively replace this device due to the length of implant. It could not be determined whether the increased impedance measurements were due to a connection issue or an atrial lead fracture.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Manufacturer narrative:
It is unknown whether this device will be returned for analysis. Should the device be returned, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequently, this device was received at the post market quality assurance laboratory.

Manufacturer narrative:
Upon completion of the analysis, this event will be updated.

Event description:
Boston scientific received information that the patient with this device and atrial lead presented to the clinic after experiencing symptoms of palpitations and shortness of breath. A holter monitor revealed episodes of high rate pacing at the maximum tracking rate. Device interrogation revealed high out of range impedance measurements. In addition, stored episodes of atrial tachycardia response were noted. Isometrics were performed. Noise and similar high out of range impedance measurements were observed. It was thought there was a lead fracture or connection issue. A revision procedure will be performed in the near future. The device was reprogrammed to vvir pacing mode. No further patient symptoms were reported.